Event description:
The user reported pressure adjustment difficulties, with a spontaneous pressure change. In addition, he reported adjustment difficulties between the pressure read using the adjusting compass and pressure read on x-ray imaging.

Manufacturer narrative:
The explanted valve was returned to our facility and analysed following our quality control procedure. The valve was not returned in sterile water, as recommended by our IFU : the analysis can be more complicated to perform. Visual examination: no marks are visible on the body but a colorless liquid is present in the valve. A slight oxydation of the magnets is observed. Functional control: the ability of the valve to perform as intended was tested. Circulation of air and alcohol is not remain possible and the ball is stuck on its seat; before and after cleaning the valve, the programmation is compliant with specifications. In conclusion, the valve does meet its specifications., the defect can not be confirmed.

Event description:
The user reported pressure adjustment a difficulties, with a spontaneous pressure change. In addition, he reported adjustment difficulties between the pressure read using the adjusting compass and pressure read on x-ray imaging.